Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No buttons error alarms were noted. Unable to perform prime test due to unresponsive buttons. Insulin pump received with cracked case at display window corners, severely scratched lcd window and broken reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer stated that insulin pump got wet inside the bag pack. Customer's blood glucose was 333 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).